Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Medical devices: item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown ringloc cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00666, 0001825034-2018-00728.

Event description:
It was reported patient underwent revision due to instability. The cup, liner, and head were revised. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). The reported is confirmed from radiographs received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review identified that the right total hip arthoplasty and dislocation of the right total hip arthroplasty without fracture, no signs of loosening or radiolucency. Femoral component was intact. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.